Event description:
To pain management unit for electroacupuncture treatment. Needles were placed and stimulation of needle occurred. At the end of the procedure all needles were removed intact except for one. This 26-gauge, 3cm needle broke off at the hub, and it was seen with fluoroscopy at the transverse process of l3 on the right. Physician attempted to retrieve it without success. Patient was referred to hospital for surgical removal under fluoroscopy which was successful.manufacturer response for accupuncture needle, acuglide acupuncture needle mt1/ml1 25x30 mm (per site reporter).======================rep made aware; have not heard back as of this report.